Manufacturer narrative:
Unit was received with battery cap and found no anomalies on battery cap. Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Unit was downloaded using thump. The power management graph confirmed the unloaded voltage (ul vlith), and loaded voltage (loaded vlith) were within spec range. Pump error 63 variable (15) occurred on (B)(6) 2023 05:47 in history files and traces. Pump was cut open to perform visual inspection and found the battery tube has shifted preventing the battery from making contact. In addition there is evidence of moisture damage on force sensor. Battery tube was realigned and powered up successfully. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, scratched case, cracked case, battery tube threads cracked, cracked keypad overlay, pillowing keypad overlay, cracked case corner of belt clip rails, cracked case (battery tube), stained serial label, misaligned battery tube. Blank display was confirmed during analysis due to misaligned battery tube. Pump error 63 is confirmed due to being found in history files and due to hardware anomaly. Unable to confirm unexpected battery power loss due to blank display. Cosmetic damage is confirmed at the battery compartment. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had a damage on the pump and had a insert battery alert after inserting the battery in pump. No harm requiring medical intervention was reported. Troubleshooting was performed, customer reported crack on the battery compartment.  The customer will discontinue use of the device. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.